Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that the patient was having terrible back pain because she could not use the device. It was also reported that the device was hurting her. The device had not been on since (B)(6) 2015 and the patient could not take the electricity the device was putting up in her. The patient had fallen once in september 2015 and another fall earlier; that was when the pain started real bad. No outcome or troubleshooting/interventions were reported for this event. Further follow up is being conducted to obtain this information. If additional information becomes available, a follow up report will be sent. The patient's indications for use included lumbar radiculopathy and spinal pain.